Event description:
Reporter indicated that sodium results for one specimen did not correlate when run on a different analyzer. Reporter indicated that the sodium test was repeated on both analyzers and the repeated results correlated with each other. The reporter indicated that the repeated results were provided to the physician for treatment decisions. The field service engineer evaluated the instrument and was unable to duplicate the event. The field service engineer verified that the instrument was functional.